Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. The implant coil was detached from the pusher and was not returned. The body coil contained damaged coils at the distal. The proximal of the pusher was undamaged and within specification. The strain relief was found to be unburnt and folded. The resistance on the device was tested and registered an overload reading. The unit was tested with the returned v-grip and was found to register a red light in the four 90 degree offset directions. It was observed that the distal solder joints of both the yellow and green lead wires were broken. The monofilament rebound length was 0.070" with a stretched tail profile at the tip. Based upon the investigation analysis and available information, the reported complaint is confirmed. The device initially failed to detach electrically as a result of the broken distal solder joints. The strain relief was observed to be unburnt and the stretched tail monofilament profile is indicative of a tensile break.

Event description:
It was reported that during an embolization treatment, the coil would not detach. During the removal attempt, the coil detached in the catheter. The coil was successfully pushed through the catheter into the aneurysm; however, a tail of the coil extended into the parent vessel. The tail was affixed to the vessel wall with a stent. There was no reported clinical sequelae as a result of the issue.